Manufacturer narrative:
Investigation conclusion: retention devices from the reported lot number were tested with quality control cut-off standard. Results were read at 5 minutes and all devices yielded the expected positive results. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformance's and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Returned devices were tested with the patient serum sample. Results were read at 5 minutes and all devices yielded positive results with strong control lines and distinct test lines. Quantitative hcg analysis of the patient serum sample yielded a concentration of 19.5 miu/ml, which is consistent with the positive results observed during in-house testing. A root cause could not be determined, as the reported issue was not replicated during testing of the patient sample with the returned devices. Per the package insert, the intensity of the red color in the test line region (t) will vary depending on the concentration of hcg present in the specimen. However, neither the quantitative value nor the rate of increase in hcg can be determined by this qualitative test.

Manufacturer narrative:
Results pending completion of investigation.

Event description:
It was reported that the patient presented to facility for leg pain with a history of dvt blood clots. An hcg serum/urine kit was administered and displayed a negative result. Based on the negative result the patient was sent to have a CT scan. The operator returned and noticed a faint positive line in the test region of the cassette. The operator retested the same serum sample with a second test cassette from the same lot and obtained a positive result. The patient then had a blood test with a beta hcg quant result of 22 miu/ml. A trans-vaginal ultrasound was also performed with no evidence of an intrauterine gestational sac. It was noted that there was a 1.9 cm cystic structure. Physician note: it was reported that the patient presented to facility for leg pain with a history of dvt blood clots. An hcg serum/urine kit was administered and displayed a negative result. Based on the negative result the patient was sent to have a CT scan. The operator returned and noticed a faint positive line in the test region of the cassette. The operator retested the same serum sample with a second test cassette from the same lot and obtained a positive result. The patient then had a blood test with a beta hcg quant result of 22 miu/ml. A trans-vaginal ultrasound was also performed with no evidence of an intrauterine gestational sac. It was noted that there was a 1.9 cm cystic structure. Physician notes state the differential diagnosis includes an early intrauterine pregnancy, a complete abortion or an ectopic pregnancy. Although requested, there was no other information available for the patient or fetal outcome. It was reported that the patient presented to facility for leg pain with a history of dvt blood clots. An hcg serum/urine kit was administered and displayed a negative result. Based on the negative result the patient was sent to have a CT scan. The operator returned and noticed a faint positive line in the test region of the cassette. The operator retested the same serum sample with a second test cassette from the same lot and obtained a positive result. The patient then had a blood test with a beta hcg quant result of 22 miu/ml. A trans-vaginal ultrasound was also performed with no evidence of an intrauterine gestational sac. It was noted that there was a 1.9 cm cystic structure. Physician notes state the differential diagnosis includes an early intrauterine pregnancy, a complete abortion or an ectopic pregnancy. Although requested, there was no other information available for the patient or fetal outcome. Troubleshooting occurred discussing proper sampling technique, storage conditions and patient specific factors per the package insert with an emphasis on not interpreting the results after the designated read time.